Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that an implant at tooth site # 15 was removed due to pain. Patient also suffered from discomfort.